Event description:
The patient had a revascularisation of the target lesion, the proximal sfa to mid sfa using one pacific xtreme pta. Approximately 8 months post target vessel revascularisation the patient suffered occlusion of the left femoral artery. This was treated with a target vessel revascularisation using a pacific xtreme pta. The event is resolved.